Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The patient was noted to still be bleeding [device ineffective]. It was determined that the cause for hemorrhage was a retained placenta [device use issue]. Case narrative: this spontaneous report originating from united states was received from an unspecified consumer via clinical educator, referring to a 41-year-old female patient with hypothyroidism. This report concerns 1 patient and 1 device. It was reported that on (B)(6) 2023, the patient came in to have a scheduled caesarean-section for her singleton pregnancy. Patient was g2p1 (gravida 2 and para 1) and had oxytocin (pitocin) for scheduled delivery, the delivery was induced. At 13:21, quantitative blood loss (qbl) was 1596 (units unspecified) (discrepancy: also reported as 1560) after caesarean-section was performed. Patient went to recovery at 15:35, and excess bleeding was noted, and methylergometrine maleate (methergine) was given. On (B)(6) 2023, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via vaginal route for post-partum hemorrhage (postpartum haemorrhage) by a resident physician, however, at 15:50, the patient was noted to still be bleeding (device ineffective) and the device was discontinued. The tranexamic acid (txa) was given, transfusion protocol was initiated, and a hysterectomy was done at 16:00. The placenta was sent for pathology, and it was determined that the cause for hemorrhage was a retained placenta (device use issue). Total blood loss was 3.2 liters. It was unknown how much blood was lost during vacuum-induced hemorrhage control system (jada system) use. Clinical educator believed that the device was in place for approximately 30 minutes. 2 units of red blood cells (rbcs) were transfused, and then during the hysterectomy procedure, additional packed red blood cells were given. Patient sought medical attention. Reportedly, the patient had recovered and did not require intensive care unit (ICU) admission. It was also reported that more than 1 device was not involved. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system) lot number and serial number were not provided. Upon internal review, the event of device ineffective was considered as serious as it required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury: FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). FDA code: (health effects - health impact per annex f): 4643 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream). This was one of the two reports received from the same reporter.